Event description:
It was reported that the patient had multiple low voltage advisories over the course of a month. The patient had received new clips and new batteries within the past two weeks, however they were experiencing recurring alarms. The bend relief on the black power cord looked worn and was broken in 2 places, but the damage was not severe as it was still connected in a few spots. Log files captured low voltages when on battery power and power module. The controller was exchanged on (B)(6) 2023.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed; however, the damage to the power cables was unable to be confirmed. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (12feb2023 ¿ 14feb2023 per timestamp). The controller recorded intermittent power cable disconnect alarms that were associated with a power source exchange due to power cable faults, occurring on both cables. The power cable disconnect alarm activated with these events as well. None of the atypical power cable disconnects occurred during power source exchanges. These atypical alarms occurred at the time stamps of 13feb2023 from 16:45:05 ¿ 18:14:55. The log file showed that the black power cable was connected to power; however, true power cable disconnect alarms were active. Additional power cable faults triggered power cable disconnect alarms to activate on both power cables during this time where the voltages on both power cables were shown to be fully disconnected from power resulting in both power cable voltages to be 0v simultaneously. There were no no external power alarms active during these events and the backup battery was not activated; however, power to the pump was not affected. These alarms were only active while the controller was connected to battery power. The alarms were able to be resolved on their own. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation; however, it is suspected that the reported damage to the black power cable may have contributed to the reported event. The device history records were reviewed for the system controller and was found to pass all manufacturing and quality assurance (qa) specifications before being shipped to the customer. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.